Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00542. The biomed is trained by the manufacturer. He changed the o2 sensor a few days later and also checked the seating of the o2 sensor and tightness of the hoses. The issue has not occurred since. According to the biomed, the o2 sensor was installed on (B)(6) 2015.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there were electronic patient gas system (epgs) alerts to recalibrate during case. The device was not changed out, as the "calibrate o2 analyzer" error message disappeared and did not appear the remainder of the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 21-jul-2016: the epgs calibrated successfully during set-up in preparation for cpb. During cpb, the perfusionist (ccp) had the fraction of inspired oxygen (fio2) set at 60% and the partial pressure of oxygen (pao2) was not as high as preferred. The ccp raised the fio2 to 100 % in order to increase the pao2 and shortly after a "calibrate o2 analyzer" status message was observed in the message area of the central control monitor (ccm). The fio2 was left at 100% for most of the remainder of cpb, and later in the case, the "calibrate o2 analyzer" message disappeared and did not appear the remainder of the procedure. The epgs was used for the entire case. The user facility's biomedical engineer (biomed) changed the oxygen (o2) sensor a few days later and the issue has not occured since. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported issue was confirmed per the trained biomedical engineer. Further diligence with for part return determined the biomedical engineer did not and has not replaced the oxygen sensor since (B)(6) 2016. He only reseated the oxygen sensor and checked the hose connections. The oxygen sensor has been in the unit for more than six months which is outside of direction given in the instructions for use (IFU). The customer has verified per email that they are aware of the information in the IFU and the six month expiration of the oxygen sensor in use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.